Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 125 mg/dl (customer guide), 158 mg/dl (customer performa), and 283 mg/dl (pharmacy guide meter). The same vial of accu-chek guide test strips was used with both, the customer's accu-chek guide meter and the pharmacy's accu-chek guide meter.